Event description:
It was reported that the wake button was intermittently sticking. There was no adverse impact on the customer¿s blood glucose level. The customer expressed concerns about the issue recurring over the past months, feeling unsafe using the pump despite having restarted it previously. Technical support educated the caller on the issue and ensured the caller resumed insulin successfully. A replacement pump was provided, and the customer was instructed on how to return the faulty pump.